Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The occurrence date is unknown.

Event description:
As reported, as per customer feedback, during use in a patient after renal transplant, this clearsight cuff provided blood pressure values relatively normal (~80/40 mmhg) even though the patient was almost pulseless post- induction. No error message was displayed. The patient was treated with vasopressors, reduction in volatile, and fluids. The patient required a brief period of cardiopulmonary resuscitation (CPR) before responded to volume loading and ended up with arterial line. It is unknown if the treatment is related to device malfunction. The patient had undergone relatively recent dialysis. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). There are manufacturing controls to avoid potential causes related to the reported malfunction.